Event description:
Boston scientific crm received information that this 4480 right atrial (ra) lead dislodged. The surgeon elected to remove this lead and replace it with a new 4470 ra lead. No adverse patient effects were reported.

Manufacturer narrative:
There is no further information available. Should additional information become available, this event would be updated.